Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation, since the patient declined to answer additional questions during a follow-up call on (B)(6) 2013. Based on the information provided at the time of the initial call, it is not known if the subject meter was reading inaccurately high, low or erratic. It is also not known when the meter issue started. The patient manages his diabetes with insulin; however, it is not known if he made adjustments to an insulin dose in response to an alleged inaccurate reading obtained with the subject meter. The patient informed the cca that he developed symptoms of ¿cold sweats¿ on an unspecified date/time and treated self with food and/or drink. At the time of troubleshooting, the cca noted that the patient was unable and/or unwilling to perform a control solution test at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and the alleged inaccuracy with the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.